Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient was in the progressive care unit (pcu) with covid. The patient¿s pump was alarming and had been for some time. It was noted the alarm was going off every 8-10 minutes and was upsetting for the patient as she was also dealing with covid. It was confirmed the patient¿s hospitalization currently had nothing to do with the pump. It was reviewed a message would be sent to the company representatives to request the alarm be silenced as the hcp was requesting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was morphine (unknown). It was reported that the pump alarmed non-critical around (B)(6), she didn't realize it washer pump at first, and the critical alarm started shortly after, probably aug/sep. She moved and this is her fault for not finding a new doctor, but now the pump is "totally out¿ and the patient went to the ER yesterday(B)(6) 2020 for withdrawals. The patient was sent doctor listings, and emailed area reps for listings/assistance.